Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom app crash occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be the mobile device updated 18.6.2 which closed the app. No injury or medical intervention was reported.